Event description:
A customer contacted baxter's (B)(4) to report the supply bag fell and became disconnected while on the homechoice device during dwell 2/5. The technical service representative assisted the homepatient (hp) with ending the therapy early procedure. The hp to start over with new supplies. On (B)(6) 2010, (B)(4) spoke with the hp regarding the supply bag falling and becoming disconnected from the patient line as a result or the bag falling off the table. The hp stated that the supplies were fine. She stated that the supply bag was not lying totally flat. She stated that she has children in the house who must have moved the bag. (B)(4) instructed her to the manual on the importance of the bag being flat. The hp understood and stated that she had discarded the supplies and started over with new. She did not have the lot number or product information available. The hp stated that she is doing well and continuing with therapy. No medical intervention or patient injury was associated with this report.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a supply bag disconnecting was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause was undetermined. This review found the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
An optometrist reported that he is currently treating a pt who was diagnosed with toxic keratitis and mild viral conjunctivitis. The pt started experiencing symptoms in (B)(6) 2010 that included pain, redness and itchiness. On 12/07/2010, a completed questionnaire was rec'd from the optometrist who described event "as the pt came in with red puffy eyes." The optometrist reported that the pt was negative for staining and superficial punctate keratitis leading to infiltrates. He also reported that the pt had hyperemia grade ii od and grade I os. His diagnosis was medicamentosa secondary to contact lens solution. On (B)(6) 2010, the optometrist was contacted by phone where he clarified that pt presented with superficial punctate keratitis and slight sub epithelial infiltrates (sei's) which resolved with antibiotic/steroid treatment.